Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen read ¿error 1870.¿ the patient was instructed to change the batteries. The settings were reviewed, and the rate was confirmed. The reservoir volume was 49.3 ml, the rate was 1.4 ml/hr, and the volume given was 16.75 ml. The pump was started, and the screen read run with a reservoir volume of 49.3 ml. The event occurred while in use with a patient at the patient¿s home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.